Manufacturer narrative:
Product event summary: the device and data files were returned and analyzed. Data files showed that 7 applications were performed with a balloon catheter on the date of the event with no issues. There was a clinical issue encountered during the procedure. No product malfunction reported. Visual inspection of the mapping catheter showed that the device was intact with no apparent issue. The mapping catheter passed the test as per specifications. The product analysis findings did not indicate a manufacturing related defect. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a pericardial effusion was observed following the ablation of the left superior pulmonary vein (lspv) and left inferior pulmonary vein (lipv). A pericardiocentesis was performed. The case was aborted and the patient was under general anesthesia. The patient was hospitalized. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.